Event description:
In 2005, three gore tag thoracic endoprostheses were implanted. A postoperative computed tomography scan revealed a proximal type I endoleak. In 2007, a fourth gore tag thoracic endoprosthesis was implanted. The same day, the fourth gore tag thoracic endoprosthesis collapsed in the aortic arch and the physician implanted a fifth gore tag thoracic endoprosthesis and a palmaz balloon-expandable stent. The collapsed device and the proximal type I endoleak were successfully repaired.

Manufacturer narrative:
The devices remain functioning in the pt. A review of the mfg paperwork has been conducted. A review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2005, three gore tag thoracic endoprostheses were implanted. In 2007, one gore tag thoracic endoprosthesis was implanted. The same day, one gore tag thoracic endoprosthesis was implanted.